Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a device history record review was completed for provided material number 306546 and lot number 0261394. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, seven physical samples and three photos were provided for evaluation by our quality team. The samples came in sealed packaging flow wraps. All the samples have no syringe barrel label and no other defects or imperfections were observed. Two of the three photos provided show the samples received. The other photo shows a shelf box label. It could be possible for this defect to occur during the stop-start of the labeler process inducing the barrels missing the labels not detected in the next processes. Based on the investigation with the returned sample and photo sample analysis the symptom reported by the customer is confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. During the stop-start of the labeler parts with missing label may go through and not detected in the next processes.

Event description:
It was reported that 7 syringe 10ml reg pr saline 10ml fill experienced missing scale marking. The following information was provided by the initial reporter: material no.:306546 batch no.:0261394 several syringes are blank with no markings ( no volumetric markings, expiration, or lot numbers). Label for volumetric markings missing from seven (7) saline flush syringes.